Manufacturer narrative:
Product (B)(4). Date sent to the FDA: 01/15/2021. A manufacturing record evaluation was performed for the finished device batch mah934 and no non-conformances were identified. Summary: an opened sample of product was received for evaluation. During the visual inspection of the opened sample excess epoxy was noted between the end barrel needle and the suture. The stringy epoxy defect has been correlated to the manufacturing process. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2021-00406, 2210968-2021-00407, 2210968-2021-00408.

Event description:
It was reported that the patient underwent a keratoplasty surgery on (B)(6) 2020 and the suture was used. Upon evaluation, excess epoxy was noted between the end barrel needle and the suture. There were no patient consequences reported.